Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). Performance data collected from the device was analyzed revealing high resistance/impedance. There were 2 - patient alerts for out of tolerance subthreshold lead impedance: 10-jun-2011 09:00:11 and 16-aug-2011 09:00:11. The weekly hv impedance trend data showed high impedance for max svc defib impedance= 118 to 254 ohms range between 06-jun-2010 and 15-aug-2011.

Event description:
It was reported that the device appeared to have a lose setscrew issue. The device is still in use. No patient complications have been reported as a result of this event.